Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 50, 54, 36, 51 and 44 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. At the time of the call the customer reported experiencing symptoms: customer stated that she has neuropathy and that it is an ongoing condition of which the doctor is aware. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date is 12/22/2024. The meter memory was reviewed for previous test result history: result 1: 50 mg/dl, date: on (B)(6), time: 1:57 pm fasting, result 2: 54 mg/dl, date: on (B)(6), time: 1:57 pm fasting, result 3: 36 mg/dl, date: on (B)(6), time: 10:18 am fasting, result 4: 51 mg/dl, date: on (B)(6), time: 10:18 am fasting, result 5: 44 mg/dl, date: on (B)(6), time: 2:55 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer requested replacement product - replacement product shipped to customer. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.